Event description:
Procedure type: hemicolectomy. According to the reporter: the customer states the entry side of the stapler was closed with 80mm reload across well vascularized intestine with no apparent technical problem. At day 3 (post-operatory) patient developed signs of sepsis. Breakdown of the anastomosis. It was noted that there was moderated edema of the small intestine at the time of firing. Re-operation was performed. Unanticipated tissue loss? Yes. Unanticipated extension of the incision by more than one inch? Yes unanticipated blood loss of 250cc or more? Yes. Unanticipated surgery time delay of more than 30 minutes or extended hospital stay? Yes. Device fragment or component falling into the patients cavity? No device fragment left in the patient? No.

Manufacturer narrative:
(B)(4).